Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump received multiple pump error alarm. The customer¿s blood glucose level was 221 mg/dl at the time of incident. The customer reported that she wear strong magnet in the pocket which might had been near to the insulin pump. The customer was able to rewind the insulin pump. The insulin pump will not be returned for analysis.